Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital complaining of pocket pain and a loose pocket for her implanted pacemaker. The patient noted that the pacemaker was able to move around and flip over within the pocket easily. The patient had also undergone a left breast lumpectomy and axillary dissection, which could have contributed to the loose pocket. A pacemaker pocket revision was performed on (B)(6) 2021, with the physician adding a thicker layer of tissue over the pacemaker. The patient's condition was stable during and post procedure and the patient was discharged to home.